Manufacturer narrative:
Lot review: lot number 3046600 showed (B)(4) each were manufactured, tested, inspected and released with no anomalies in 06/2015. Engineering analysis: partial complaint sample confirmed the reported disconnection problem. The root cause was attributable to an isolated manufacturing assembly error where there was an insufficient seal between the tubing and the mating componentry. A review of the applicable design, materials and involved manufacturing/equipment processes was conducted. Detailed reviews of previously implemented improvements relating to assembly bonding operations, equipment and employee training programs were performed. Action: the initial engineering efforts "qnd" team investigations of this component assembly bonding processes recorded mixed findings that were inconclusive. Additional investigation activities and engineering efforts are in progress. A multi-discipline continuous improvement team has been formed to review and challenge the applicable design, materials, and involved manufacturing /equipment processes. As an interim measure heightened inspections have been initiated.

Event description:
Complaint received for 46112-05, transpac IV trifurcated monitoring kit w/03 ml squeeze flush device, arteroa; safeset reservoir and needleless valves, lot number 3046600 (mfg'd 06/2015). Report states "spontaneous disengagement of pressure tubing from the luer just distal the zeroing stopcock." No serious adverse patient consequences reported.